Event description:
Additional information was provided by the customer: the reported malfunction was discovered after a therapeutic total laparoscopic hysterectomy procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, additional information and correction. Updated fields: b5, d8, d10, h2, h3, h4, h6, h11. Corrected fields: e1 first and last name, address and phone #. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable flooding. Based on the results of the investigation, a definitive root cause could not be identified. It is likely the watertight function did not function normally due to the cable tear and "cable flooding" occurred. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a universal cable that was torn. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.